Event description:
It was reported that the asymptomatic patient presented via merlin.net transmission which showed several non-sustained rv oversensing episodes due to pptwos - post-paced t-wave oversensing. Tech services discussed reprogramming changes, this would be discussed with the physician. There has been no further information available.